Event description:
It was reported that the only button on the device that would function is the "on" button. When the device was powered on, none of the device's functions were available. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio control evaluated the device and verified the reported failure. Physio replaced the interface and system pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.